Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm. Upon closure of the left groin incision, the perclose proglide sutures broke requiring reinsertion, of the 18 fr gore introducer sheath and cutdown on the left common femoral artery. The patient tolerated the procedure. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).